Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device.

Event description:
It was reported that the 840 ventilator had a faulty display. It is unknown if there was patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device. The reported condition could not be duplicated. There was no product deficiency found. The ventilator passed all tests.

Event description:
It was reported that the 840 ventilator had a faulty display. The upper display did not work properly. Although requested, it is unknown if there was patient involvement.